Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. It was confirmed that the audio function was not present. Further eval identified that the absence of audio was due to an improperly seated backflex cable into the input/output printed circuit board (I/o pcb). All detection capabilities and functions performed as expected.

Event description:
It was reported that a pump did not have audio function.